Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although no product has been returned as it was disposed of by the site, we have determined that the pericardial effusion is a known inherent risk with use of this product. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the intellanav stablepoint device confirmed that the event of pericardial effusion, unexpected medical intervention is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the intellanav stablepoint catheter. The instructions for use state: "adverse events which may be associated with catheterization and ablation include: pericardial effusion, unexpected medical intervention". Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint.

Event description:
It was reported that an intellanav stablepoint catheter was selected for a premature ventricular complex (pvc) ablation procedure. The day after the procedure was performed, the patient experienced a pericardial effusion. Pericardiocentesis was performed and the complication was resolved without any further complications. The patient was then successfully discharged without any issues. The device is not expected to be returned as it was disposed.